Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation since the initial implant and the right ventricular lead also exhibited increased thresholds. The lead was capped and replaced.